Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had no power. There was no patient involvement at the time of the reported event. A service engineer (se) inspected the device and replaced the power supply. The unit passed all testing and operated within the manufacturing specifications. The replaced power supply was returned to medtronic for further evaluation and thermal damage was found on the power supply thermistor.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a bad power supply. There was no patient involvement at the time of the reported event.